Event description:
Baxter reported that the transfer set had to be replaced because of leakage. The root cause of the leak is due to the blue adapter detached. There is no information available on how long the set was in place, except it was less than six months old. There was no patient injury or medical intervention associated with this incident according to baxter.